Event description:
It was reported that the small battery drive device was not working. The event did not occur during surgery. There were no delays to the planned surgical procedure. It was not reported if there was a spare device available for use. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however the reporter stated that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.